Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interconnect cable was found to be faulty and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displays "communication failure" upon the first attempt to initialize. System is unable to fluoro at that time. Reinitialization of the system corrects the problem. Occurs after system is moved. There was no adverse patient involvement reported. There was no patient info reported.